Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Unique device identification (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while at a convention, the navigation system was reported to have navigation system became unresponsive and restarted without prompt from the user. The following day, the navigation system would only start to a black screen and multiple hard restarts were performed to restore functionality. It was reported that the operating system of the navigation system was upgraded without resolution. It was noted that the system was powered on for greater than three minutes when the restart was occurred. A hard shut down was performed, the navigation system was disconnected from an outlet, reconnected and restarted where a white cursor appeared and was blinking in the upper left corner of the monitor. A second hard shut down was performed and functionality was restored. Later, it was found that the power outlet was not operating as designed, though the issue persisted across multiple outlets. It was noted that the navigation system displayed a boot prompt message during a restart. It was noted that the navigation system would function as designed when the uninterruptible power supply (ups) was disconnected from a known operational outlet prior to starting the navigation system. Following the reported issue, the hard drive of the navigation system was reseated. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Nique device identification (UDI) and device manufacture date provided. Serial number updated to proper value. A medtronic representative went to the site to test the equipment. Testing revealed that the computer and ssd were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system would start, but the monitor would lose display functionality when reaching the registration screen after loading a demo exam. The representative then powered down the system, disconnected it from the outlet, waited then restarted it where the system then displayed there was no input detected. An external monitor was then tested and found that the unit display an "efi shelf version" message. The hard drive was then reseated and the ssd adjusted to the second slot of the computer. It was noted that the unit functioned as designed aside from the touch screen being functional. The cable connection and self test were performed without resolution. A second ssd was placed into the system without resolution as the system would not boot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the computer of the navigation system was completed by medtronic personnel. Testing found that there was a bent pin on j10 on the memory slot of the computer, resulting in the intermittent booting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd for the navigation system was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer powered down without prompt twice. The vgc was reseated but the reported issue then recurred. If information is provided in the future, a supplemental report will be issued.